Event description:
Taxus express post market surveillance study. Same case as MFR report #: 2134265-2009-02475. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the de novo, type c, 75% stenosed 2.5x40mm target lesion located in the distal left circumflex (lcx) artery. Treatment placed two taxus express2 stents (2.5x24mm, 3.0x20mm) deployed at 14 atm's each. Post dilation was performed with an unspecified 2.75x9mm balloon at 24 atm's. Ivus was performed confirming the stents were well apposed resulting in 0% residual stenosis and timi 3 flow. An 8000u of heparin was administered. The patient was discharged 19 days later on bayaspirin and plavix. No angina was confirmed at the 1,6 & 9 month follow up visits. On day 380, the patient was experiencing chest symptoms and stable angina was confirmed. Angiography revealed a 2.5x5mm 75% restenosis of the target lesion in the distal lcx. Angioplasty the same day treated the 75% stenosed target lesion with an unspecified 2.5mm balloon catheter resulting in 0% residual stenosis and timi 3 flow. A 7000u of heparin was administered. The patient was discharged the next day in "improved" condition. Per the physician, the event relation to the study stent was listed as "definitely".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.